Manufacturer narrative:
No anomaly detected by checking the DHR of the lot # involved. No other complaints reported on the lot# involved, on a total (B)(4) devices manufactured with the same lot #. We will submit a final emdr when the investigation will be completed.

Event description:
Intraoperative breakage of a drill happened on (B)(6) 2017 during a knee surgery. According to the reported information, the drill breakage occurred after the hole was drilled in the distal femur, as surgeon was withdrawing the drill. Broken end of the drill was easily pulled out of the distal femur by the surgeon. No prolongation of surgery time and no reported consequences for the patient. Event happened in us.